Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The sphincterotome oriented towards 9 o'clock (incorrect cutting wire orientation) when exiting the sphincterotome. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Upon removal from the packaging, the catheter of the device was accidentally damaged approximately 30 cm below the handle. When opening the package the catheter was partially cut. Functional testing was still performed but the damaged catheter prohibited conclusive results from the functional test. Our eval of the returned device found the device to have incorrect cutting wire orientation, but due to the catheter damage, it was not conclusive. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 9 o'clock. The device was then bowed and the cutting wire was facing 10 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. The catheter had been stripped through with a wireguide prior to return. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation wa snot observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use (IFU) contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the canulating tip. The IFU advise the user to uncoil and straighten the sphincterotome upon removing the device from packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip, the IFU contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.